Manufacturer narrative:
The cls was returned along with the severed proximal portions of the leads in the cls ports. The physician elected to revise the position of the leads to improve coverage for the patient¿s pain condition. Visual inspection of the proximal section of the lead confirmed deformation at the proximal contact, likely caused by the lead not being fully inserted prior to fixating the set screw. Review of impedance logs prior to the reported event confirmed a disconnected electrode, consistent with under insertion of the lead in the cls port. The root cause of the lead¿s failure to fully insert cannot be definitively determined. The lead was unable to be removed from the port for any further assessment. Evoke scs system surgical guide provides instruction to ensure the end of the proximal connector should rest against the stop in the cls port, which is visible through the header and to confirm correct connection with the programming clinician.

Event description:
A revision was completed for a patient implanted with a permanent evoke spinal cord stimulation (scs) system. The patient reported inadequate pain relief. The physician's evaluation identified that the patient¿s pain was non-neuropathic and may be addressed by repositioning the leads. During the revision procedure, the physician encountered difficulty in removing the leads from the evoke closed loop stimulator (cls). The evoke leads and cls were replaced to resolve the reported event.